Event description:
It was reported that during a colostomy reversal procedure, the surgeon had completed the second firing; when trying to open the device after both firings the device required an excessive amount of force each time to pull the handles open. The surgeon was low in the belly of the patient; when the second firing was completed during the opening of the device the surgeons hand slipped off of the handle. The tips of the device went into the bowel and made a puncture. The procedure was extended an hour to do an additional resection of tissue. The patient did not require any blood products. They then used an endocutter device to get to the area that they needed to be to complete the procedure. The reversal was successful and they did not require a permanent colostomy. The patient is stable and was not required to go to ICU.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the channel half was received only, in good visual condition and with a reload loaded in the device. The reload was returned fully fired. No functional test was performed, however the channel half was placed in to and a test anvil half and it function as intended. Event described could not be confirmed as the anvil half of the device was not return for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.